Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The reporter of the event did not believe the device was at fault. The reporter of the event stated the device was not connected to an ac power source and was operating from internal battery power when the event occurred. The ventilator alarmed and shut down when the internal battery was depleted. The ventilator was evaluated by the manufacturer and was found to power on, charge its internal battery and alarm as designed. A review of the device's downloaded event log confirmed the device was operating from internal battery power at the time of the event. The event log indicates the ventilator alarmed appropriately as the battery began to deplete and upon depletion. The manufacturer concludes the device operated and alarmed as designed.